Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported, the pt can no longer establish telemetry between his ipg and charging system. A new charging system was sent to the pt; however, the pt could not establish telemetry when using new charging system either. The pt is currently working with a physician to remedy the issue. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.